Event description:
A surgeon reports that following initial lasik surgery, a patient presented with induced astigmatism. A review of the patient's records from the one week post-op exam indicates induced astigmatism was <two diopters and a decrease in bcva.

Event description:
At the one-month post operative exam, the patient's bcva and ucva had improved. On 10/05/2005 her right eye was 20/20 bcva and the left eye was 20/25+ bcva. Ucva had improved in the right eye to 20/20- and the left eye had improved to 20-30+